Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient's body without any issues. The procedure was completed with a different device. No patient complications were reported.